Event description:
Customer alleges as you are pumping lift to raise patient, the handle snaps from the hydraulic pump. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this incident to send a replacement part out to the dealer. Model 9805 patient lift serial number/date code (B)(4) is approximately 1 year and 4 months of age. The consumer's age, height, and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges the handle for the hydraulic pump is "snapping" from the hydraulic cylinder. The dealer alleges this is the 3rd like incident with the 9805 patient lift. The business development manager for invacare received this incident notification via email on 22 mar 2012. The complaint handling department did not receive the communication until 17 apr 2012.